Manufacturer narrative:
Continuation of d10: product ID: (lot: unknown); product ID: ped2-475-12 (b607536). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, an unruptured saccular aneurysm located in the ophthalmic internal carotid artery with a maximum diameter of 5.1 millimeters and a neck diameter of 4.0 millimeters was being treated. The patient had severe vessel tortuosity. The pipeline embolization device (ped2-475-12) failed to open in the distal section and became stuck in the phenom 27 microcatheter upon removal. They had attempted to reposition the pipeline with the microcatheter in an attempt to open it. More than 50% of this device was deployed before the failure, and it was resheathed less than or equal to two times before being removed from the patient. The device had not been positioned in a bend. Additionally, a pipeline vantage with shield technology (ped3-027-550-16) failed to open in the middle section. The distal segment had been positioned in a bend. More than 50% of this device was deployed, and it was resheathed more than two times before removal. Another pipeline vantage 5x14 was successfully implanted in the patient. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The resistance was in the middle section of the catheter. Continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter were observed. The cause of the event was not determined.